Manufacturer narrative:
Upon follow up, it was reported the patient was not recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2017. The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized for the event. The treatment and patient outcome were not reported. On an unreported date, the patient was transferred to hemodialysis. Additional information is not available.